Event description:
Customer reported the system is displaying a charger fail error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a burnt capacitor on the generator driver board. Replaced the generator driver board. System operates as intended.